Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console went into standby mode and alarmed to restart after one minute. Prior to this, the same occurrence took place twice on night shift. At this time, patient complained of nausea and was given compazine. The doctor called as soon as iabp controller was changed out. No further issues occurred after the iabp was switched out. There was no reported malfunction of the iab catheter.